Manufacturer narrative:
This is one of two events (death) reported for the same pt involving two separate products; associated MDR #s:

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired on (B)(6) 2012 after the use of the products.